Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that the angle of the loop at the tip of the electrode was open on the subject device; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus, the hight frequency-resection electrode was not inspected before use and the angle of the loop at the tip of the electrode was open, which made it unusable. The intended therapeutic procedure (hysteroscopic surgery) was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
D1: hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 30°, sterile, single use, 12 pcs., for turis. Device returned/received for evaluation, but evaluation not yet performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.